Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. All information reasonably known as of 03-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not received for evaluation.

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving an unknown number of patients. This is the second of two reports. Refer to 2026095-2017-00125 for the first event. Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: peridural, start time: (B)(6) 2017 9:20am, end time: (B)(6) 2017 8:00am. It was reported that a pump was connected to a peridural catheter and was supposed to run for five days. However, the infusion completed earlier than expected.

Manufacturer narrative:
All information reasonably known as of 03-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
A visual inspection found that the sample was returned with lot # 0202439488. The sample was refilled with 0.9% of saline using the repeater pump to the nominal value of 100ml. Infusion was observed and the flow accuracy test was performed. After 150 hours of testing, the pump yielded a flow rate of 0.54ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 9.29psi. The flow control tubing yielded a flow rate of 0.52ml/hr, which is within specifications with a +/-15% tolerance. The evaluation summary concluded that fast flow was not observed for pump #2. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. Use review was conducted; however there was no sufficient information to determine if pumps were used in accordance with the instructions or if the use conditions contributed with the incident. Root cause could not be determined. All information reasonably known as of 13-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).